Manufacturer narrative:
This report is submitted on august 6, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently, the device was explanted on (B)(6) 2018. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Additional information : it was reported that during the explant there was a skin debridement and skin flap reconstruction. Correction : the correct "explant date" is (B)(6) 2018, not (B)(6) 2018 as initially reported.